Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneously reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogen city per iso10993 and sterility per iso11135 prior to release. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm), while wearing the device for 48 hours. The patient reports upon removal of the pod they had pain, bruising, itching and a lump at the pod infusion site. The patient applied a new pod at a different infusion site prior to going to the hospital. Once at the hospital the patient had an ultrasound and was diagnosed with a satellite infection. The patient was treated with intravenous fluids as well as an oral antibiotic. The patient was at the hospital emergency room for 1-2 hours. The patients pod will not be returned as it had been discarded.